Manufacturer narrative:
On 02/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.on 03/01/2016 a medtronic representative, following-up at the site, reported the site's navigation system staff monitor was flickering. The slave monitors were unresponsive - that is, they were mirroring what the surgeon monitor would have been displaying if it had been in use. They were on the navigation task, but not updating with the user input. In trouble-shooting, the reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a craniotomy procedure, their navigation system surgeon monitor was flickering. The surgeon was at the point in the procedure where navigation was no longer needed and opted to proceed without the navigation system. The bottom 3/4 of the surgeon monitor appeared to be black but flickering. The surgeon completed the procedure. There was no delay of therapy. There was no impact on patient outcome.